Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, two atrial tachycardia (at)/ atrial fibrillation (af) episodes recorded but were terminated. The v-v intervals had two atrial markers between them and the atrial blanking (ab) markers met far field r-wave (ffrw) criterion for algorithm so the at/af rule was ignored.

Event description:
It was reported that during use of implantable pulse generator (ipg), the device programmed rate (pr) logic indicated several atrial blanking (ab) intervals as far field r-wave (ffrw) that terminated the atrial tachycardia/atrial fibrillation (af) episode. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.